Manufacturer narrative:
The unexposed portion of the soft cannula was found to be torn and leaking, approximately 11.2mm from the nail head, causing corrosion, insufficient battery voltages and data loss. Without the device data it could not be determined if the device alarmed or if the internal leak contributed to the reported event. The top housing was observed to be cracked. The timing and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 4 and 24 hours on the arm. No information was provided on how the hyperglycemia was treated.